Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle deployed early, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device was received undeployed. The needle cap was still attached to the device upon return. The needle mechanism deployed fully upon removal of the needle cap. The device completed first and second prime in an expected number of pulses. No damages were observed that would cause the early deployment of the device. The cause of the reported event could not be determined.